Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: a call service (cs) 069 alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after reboot and the remaining steps were unable to be investigated. The cs 069 failure was written as a cs 087 failure in the black box. A component failure was found on the printed circuit board. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper traveling toward the case seal. (B)(4).

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.